Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at the scs ipg pocket site and the scs ipg turning off on its own. As a result, the patient underwent surgical intervention on (B)(6) 2015 (reference MFR. Report: 1627487-2015-03422 for lead issues) during which the scs ipg was explanted and replaced with a different model and the pocket site was repositioned. The pain issue resolved with the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.